Event description:
Medtronic received info that while delivery newspapers the pt fell unconscious and was transported to the hosp. Percutaneous cardiopulmonary support (pcps) was applied to the pt due to ventricular rupture with cardiac tamponade. Then, the pt's condition became worse and he was transferred to another hospital by ambulance with pcps and intra-aortic balloon pumping (iabp) on. During transfer, the bio pump suddenly stopped revolving and the handcrank was installed to provide manual power. The cause of sudden stop remained unk. The pump was transferred to the other console at the recipient hosp. Later, the pt expired. The exact cause and date of death, as well as the correlation between the death and the reported device malfunction was unk. While visiting the hosp, it was noted that the 550 console was functioning appropriately and the internal battery was good. The 550 console and external drive were returned for analysis.

Manufacturer narrative:
Analysis: upon receipt, visual inspection did not identify any outward sign of damage or abnormalities. Functional testing was performed by running a loop circuit with fluid at a rate of 2.5l/min at 2,000 rpm's for seven hours. The 550 console and external drive functioned normally throughout testing, operating within design expectations. Next, while running the instrument, the voltage was gradually decreased using a voltage regulator. At 71.6 volts, the external drive stopped; however, the ac power did not switch to the internal battery. The voltage was decreased to 25v and finally the ac power switched to the internal battery. The console was run with the battery and the voltage was gradually increased from 0v. At 45v, the battery switched to ac power; however, the external drive did not revolve. After increasing the voltage to 76.1 v, the external drive functioned normally. Conclusion: visual and functional testing confirmed the device functioned within design expectations. This event most likely was caused by a low line voltage condition. The power transfer circuit of the 550 console was designed to address total power failure and not low line voltage, which result in the instrument to remain in ac mode during these conditions. Based on the pt's condition during transport, it is not likely that the pt's death was attributed to the malfunction of this instrument. A second bioconsole was not in the ambulance at the time of the event as the instructions for use suggests.